Manufacturer narrative:
(B)(4). Batch # m55z41. The analysis results found that the ats45 device was received with the firing mechanism damaged and without cartridge present. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, after the closure of the jaws, didn't fire. The procedure was completed with another device. There were no adverse consequences for the patient reported.